Event description:
During incoming/labeling operation found the following defect. Details of the defect is wrinkle on tyvek.

Event description:
During incoming/labeling operation found the following defect. Details of the defect is wrinkle on tyvek.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.